Event description:
A hemodialysis user facility has reported that during treatment a blood leak occurred. The leak was reported to be an internal dialyzer leak. The machine alarmed. Test strips were used to confirm the leak. Estimated blood loss was less than 200ml. The patient had no adverse effects and no medical intervention was required. The patient completed treatment. Sample is available for manufacturing evaluation and has been requested.

Manufacturer narrative:
The reported complaint is confirmed as visual examination of the non-cavity ID end inferior potting surface noted a short fiber that was located at approximately 120 degrees with the dialysate port situated at 0 degrees. The short fiber was exposed on the cavity ID superior potting cut surface, and may have allowed a leak pathway into the dialysate compartment.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.